Manufacturer narrative:
Device has not yet been evaluated, so confirmation of voc and root cause determination is not completed at this time. Although no known serious injury reported at this time, due to the potential damage to the tissue as a result of the doctor's manipulation to obtain the occluded tissue from the probe cutter, and thus the potential inability to complete the diagnoses, pursuant to 21 cfr 803, whereas the potential of death/serious injury as the result of this malfunction, and should this malfunction recur, we are submitting this medwatch report.

Event description:
The affiliate reported that the doctor pressed the biopsy button six times, but only one tissue sampled. Inject sterile saline into the needle aperture but tissue sample was not come into sample cup. The cutter was not cleared. So the doctor pushed occluded sample into the sample cup using plastic stick. The procedure was completed with the device. There were no patient complications. Device available for return.

Manufacturer narrative:
The mammotome elite biopsy system is indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 probe was received on (B)(6) 2017 and investigated on may 17th, 2017. The probe was received in good condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. The probe initialized per instructions for use. Probe initialization and operation were completed as designed. Using chicken as a medium, the probe received four samples. The customer holster was not returned for evaluation. However, based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster, a root cause cannot be confirmed. (B)(4).

Event description:
The doctor pressed the biopsy button six times, but only one tissue sampled. Inject sterile saline into the needle aperture but tissue sample was not come into sample cup. The cutter was not cleared. So the doctor pushed occluded sample into the sample cup using plastic stick.